Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - lot number. Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.